Event description:
User facility reports one incident of a leak on the venous line pressure monitor. Due to potential for contamination, blood volume in the venous portion of the circuit was discarded resulting in ebl = 62cc. There was no patient injury or need for medical intervention reported. The actual complaint sample was discarded at the time of the incident. This MDR is filed for blood loss only.

Manufacturer narrative:
Na